Manufacturer narrative:
The device (B)(4) was inspected for investigation purposse. The tests performed confirmed that the pointer is not well-calibrated.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the pointer probe was non-functional. There was no patient involvement reported.